Manufacturer narrative:
The reported device issue involved a delayed charge time of the device battery, not a sudden capacity drop of battery charge. This supplemental report is being submitted to clarify that the reported device issue is not in scope of the corrective and preventive action (CAPA) which has been initiated to address the issue of sudden capacity drop of battery charge. No additional actions are deemed warranted for the reported event involving delayed battery charge time.

Event description:
Device user (du) reported the device power was at 59% when powered on. The device had been plugged in since last use and main power switch was on. Plug icon was displayed on the graphical user interface. No liver was on board, so the du was instructed to perform power cycle. This initially decreased the battery to 57%, but it subsequently increased to 58%. Charge increasing about 1% every 7 minutes. Confirmed that the device switches to battery without issue by turning off the rocker switch.

Manufacturer narrative:
Service engineer (se) evaluated the device at the customer site. The batteries were replaced and the battery charge and calibration status were reset. Functional testing was performed and the device passed. A corrective and preventive action (CAPA) has been initiated to further investigate the battery issue. CAPA findings are currently pending completion.

Event description:
Device user (du) reported the device power was at 59% when powered on.the device had been plugged in since last use and mains power switch was on. Plug icon was displayed on the graphical user interface. No liver was on board, so the du was instructed to perform power cycle. This initially decreased the battery to 57%, but it subsequently increased to 58%. Charge increasing about 1% every 7 minutes. Confirmed that the device switches to battery without issue by turning off the rocker switch.